Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow button had a poor response and required multiple very hard presses to respond. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the down arrow button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the keypad was found to be peeling at the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all of the keypad buttons responded properly. The keypad button was removed for investigation and revealed contamination under the contacts of the ok, down arrow and contrast keypad buttons.